Event description:
This ra lead was explanted due to dislodgement. The lead was not replaced.

Manufacturer narrative:
The lead was not returned for analysis. The quality documents accompanying the manufacturing processes for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the devices functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.